Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was in the upper 200s-300s mg/dl. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.